Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that device had patient side occlusion failed at 5.7 psi with calibration set. Additionally, channel select button blotched and had dimmer display. There was no information on patient involvement.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the complaint of the failed occlusion tests could not be confirmed in the log review or replicated during testing. The complaint of a blotched channel select button was confirmed through an external inspection and is attributed to variances in the overlay coloring which, when illuminated, appeared as while blotches; however, this did not affect the button¿s performance or functionality. The dimmer display event could not be confirmed through testing and external inspection; however a design change was made in post 510k product that optimizes the electrical power to avoid having the display segments dim over time which is designed to ensure brightness through the life of the product. The external and internal inspections were performed on the suspect device and no obvious anomalies with electrical or mechanical components were found. The inside of the device was free of fluid ingress and corrosion. All inspected parts were manufactured by bd. The facility did not provide infusion details. A review of the pump event log did not identify infusions programmed. A review of the pump module error logs showed no errors or malfunctions that were relevant to the customer¿s complaint. Alaris system maintenance was used to perform patient side occlusion and fluid side occlusion tasks on the returned pump module. The device passed the patient side occlusion and fluid side occlusion tasks performed. The patient side occlusion test passed at 8.3 psi laboratory testing performed a pressure sensor test to verify no false occlusion alarms occur. The entire infusion was completed after 2 hours with no unexpected errors or occlusion alarms. The suspect pump module passed all preventive maintenance test; simultaneous display and keypad test passed as expected. The bd alaris technical service manual for pump module states in technical troubleshooting guide section the following for the downstream occlusion: 1. Check setup and tubing (such as, kinked or clogged filter) 2. Perform pressure verification. The bd alaris¿ syringe, bd alaris¿ pump, and alaris¿ pca modules are now using a new display (see service bulletin 648). The revised display leverages a new technology that optimizes the electrical power to avoid having the display segments become dimmed over time. Despite a potential lower light intensity that might be perceived from the end user, the new configuration ensures better readability of the display through the service life of the bd alaris¿ modules without impacting clinical outcomes. The device was reported to have no patient involvement. Note to repair center: please re-torque all screws and replace the door assembly. Repair center should follow their normal processing for the device, checking for any incidental issue prior to returning it to customer. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Root cause: the root cause of the reported device failed patient side occlusion test was not identified during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing. The probable root cause of the reported dimmer display is suspected to be due to a transition to a new display technology in bd alaris¿ syringe, bd alaris¿ pump, and alaris¿ pca modules, designed to optimize electrical power and prevent display segments from dimming over time. While this new configuration may present a lower light intensity perceived by the end user, it enhances long-term readability and ensures consistent performance throughout the service life of the modules without affecting clinical outcomes. Given these modifications, the observed issue could be related to the differences in display brightness perception rather than a functional defect. The root cause of the report of a blotched button was identified and attributed to normal variance during the manufacturing process during painting of keypad overlay. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that device had patient side occlusion failed at 5.7 psi with calibration set. Additionally, channel select button blotched and had dimmer display. There was no information on patient involvement.